Event description:
Between the hours of 1630 and 1700 a small flame was witnessed on the sterile field. One of the or staff patted the flame down. There were 2 surgeons the two robot control stations. The small flame came from the gray monopolar cord and burned through the cord splitting it into two pieces. The cord was attached to robotic monopolar scissors. Immediately after, we all checked under the drape as the flame burned through the drape and noticed small amounts of burnt drape material on top of the white safety strap that was strapped across the patient's chest, thus protecting the patient from getting in contact with any burnt drape material. The patient's skin was thoroughly checked confirming no skin damage was present. Charge nurse was also called immediately when incident occurred. Burnt monopolar cord was observed. Decision made that surgery should continue. We put a new drape over the patient, bagged up the damaged monopolar cord, and replaced it with an extra monopolar cord after checking that it was okay to use. Grounding pad was also checked with no issues. Later, the fire marshall arrived and checked the operating room. The bagged and damaged monopolar cord was given to him. At the end of the case, the grounding pad and robotic monopolar scissors that the damaged monopolar cord was attached to, will be saved for additional evidence.